Manufacturer narrative:
Section event date in box b and date received by mfg in box g has been updated/corrected in this report.

Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed power connecter was burnt. Additionally, error codes e055 (e-55: err therapy queue_full), e053 (e-53: err comp log sem timeout), e007 (e-7: err software), e066 (e-66: err stuck encoder b) and e065 (e-65: err stuck encoder a). The device was repaired by the third-party service center after the evaluation was completed.